Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 269 mg/dl. The customer stated that she is a brittle diabetic and that she is sure the insulin pump is operational. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.